Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. The customer returned the broken grip cable strands with the instrument, measuring approximately 0.41" in length. Initial failure analysis was unable to conclude if all strands from the broken grip cable at the wrist were returned. The instrument was escalated for further evaluation and advanced failure analysis. The grip close cable was confirmed broken at the distal idler pulleys. Idler pulleys spun freely and did not exhibit damage. The retrieved fragment that was returned with the instrument was compared to cable strands on broken cable, and the fragment is similar in appearance and size (length and diameter) to the other cable strands. In order for the fragment to detach, it had to have fractured in two places, at the main cable fracture location (distal idler pulleys), and at a location distal or proximal to the main fracture location. Broken cables with detached fragments is not a commonly observed failure mode. The cause of cable fragment detachment is unclear, but the instrument does not present signs of mishandling around the main cable fracture location. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted incisional hernia repair surgical procedure, the cable near the tips of a cadiere forceps instrument snapped off and fragments fell inside the patient. All fragments were retrieved. The customer used a backup cadiere forceps and continued with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred when the instrument was in use for approximately 45 minutes. The surgeon was "retracting" when the instrument broke. The fragment(s) were retrieved using other instruments that were already installed on the system. The instrument did not make contact with any other instrument or other hard material during the procedure. The instrument was never removed during the procedure. The instrument was not inspected by the surgeon. There was no post-operative tests performed and no patient injury was reported. There was no additional surgical procedure required to remove the fragment(s). The patient had not returned to the hospital for post-surgical complications.